Event description:
It was reported to bsc/target that, "the coil got tangled with another coil with-in the anurisum doctor pulled back coil and got caught on a privious placed coil and both coils were pulled out." The complaint was filed as an MDR on 01/13/2003 based on the clinical events committees' determination that this was a life threatening adverse event.